Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery (prca) with heavy calcification and heavy tortuosity. The 4.0x8mm nc trek neo balloon dilatation catheter (bdc) was soaked in saline and prepared (air aspiration) outside the anatomy prior to use. There was no resistance when protective sheath was removed. There was no resistance during advancement, however, the balloon ruptured during the first inflation at 12 atmospheres (atms). There was no resistance during removal. A non-abbott device was used to complete the procedure. There was no adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.